Manufacturer narrative:
The reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection revealed the anchors were attached to the needle as intended, but coated in debris. The needle had been bent from manufacturer intended position. A functional evaluation revealed the actuator could be functioned as intended and deploy t1, but became jammed at the distal tip due to bend in the needle. T2 could not be deployed. It was determined the device did not contribute to the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during a meniscus repair procedure using the 'fast-fix 360', the t2 implant could not be released. The t1 implant was removed from the joint and the procedure was finished without delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
(B)(4).